Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was not reproduced in initial flowline test. A review of the event history log revealed upstream occlusion messages however, upstream occlusion detection test failures cannot be identified through log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.